Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "implants felt too heavy" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, opening extended on posterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified, opening crease sharp on posterior, stress marks and creases fold. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, "rupture". And "implants felt too heavy" against left device. The device has been explanted.